Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient's ipg had reached end of life. It is unknown when the patient lost therapy. Surgical intervention is pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.